Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited a drop in the rv pace impedance measurement to less than 200 ohms from 276 ohms. The patient¿s following physician was informed and no further information is available at this time. The system remains in service. No adverse patient effects were reported.